Manufacturer narrative:
Additional information: e4, g2, h3, h4, h6 and h10. The user facility submitted medwatch: mw5101688 for this event. H10: the actual device was not available; however, three photographs and 8 retention samples were provided for evaluation. The visual inspection of the pictures observed that the arterial patient line was disconnected from access site. The reported condition was verified. The cause was manufacturing and assembling process related. A functional test and a visual inspection was performed on the 8 retention samples and they were found to be within specification. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: the device malfunction of disconnection of the gambro cartridge dn prime line, occurred before patient use and therefore does not have the likelihood to cause or contribute to death or serious injury if to recur. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred on the arterial line and red access port of a gambro cartridge dn prime line during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.